Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that matrix drawer unable to close. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that matrix drawer 1 was not latching. A field service engineer (fse) replaced the black support bracket with a site spare and tested the station to resolve the issue. The system functioned as intended after field service engineer repaired the device.